Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: 3 devices were received and evaluated for the complaint regarding the needle button released event. Device #048642-a and device #048642-b needle mechanism functions were tested and was verified to have operated as intended. The complaint could not be confirmed for these devices. Device #048642-c was received with the needle release button in the depressed (step 2 of 2) position. The needle mechanism functions were inspected, but the complaint about the needle button released event could not be confirmed.

Event description:
The patient reported that on a few v-go devices the needle released after about 20 minutes after applying. The patient stated he did not accidentally press the needle release button. This is not the first time occurrence, the patient was unable to provide the specific dates but it did occur on (B)(6) 2021.